Manufacturer narrative:
(B)(4). Date sent: 8/10/2021. Additional information requested and the following was received: 1. How was the bleeding controlled? 2. How much blood was lost (ml)? 3. Did the patient require a transfusion? 4. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) - check for bleeding/bp: fixed it, rep thinks it's clips but have to confirm with dr. - if there is photo/ or video: will check with dr - check patient status/any ae? None reported, but will have to confirm with dr. - why green instead of white reload or pvs? Bronchus firing not vessel.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.).

Event description:
It was reported that during an unknown procedure, the dr. Used powered echelon psee60a green reload. One of the malformed staples punctured the pulmonary artery. He also saw staples were not formed on the distal end when stapler was fired on the bronchus. He mentioned the patient had very bad lungs.